Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and replacement of the high concentration waste peristaltic pump tubing due to cuvettes overflowing at cuvette wash nozzle. The part tubing, peristaltic head (rohs) (7-202464-01) was likely cause part, which resoled the issue. A review of the alinity ci processing module, serial number (B)(6) service history found (1) additional service ticket that is associated with the current complaint. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the tubing, peristaltic head (rohs). A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of part number 7-202464-01 tubing, peristaltic head (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(6), or the tubing, peristaltic head (rohs).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This is cross reference 3002809144-2021-00459-01 for likely cause list number 08p19-20.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for one male patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial=3.46 mmol/l /repeated=0.66 mmol/l /repeated on another alinity=0.66 mmol/l there was no reported impact to patient management.